Event description:
Report provided by end user states that they have developed a red burning rash under the left side of the wafer mass an tape collar only. States that it does weep some. The end user is unable to tell when it started. How to use antifungal powder and barrier wipes was reviewed with the end user. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used fro treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed ona supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report state that there are no significant trends.